Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction cylinder had no color, switch 1 had a scratch, switch box had a scratch, water tightness was lost due to damage on auxiliary jet channel, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, adhesive on distal sheath was detached, and the connecting tube had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had no water flow through auxiliary water channel. The device was returned for evaluation. During the device evaluation, white foreign material was found on the air / water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage at auxiliary water channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states detection methods in gif/cf/pcf type 190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf type 190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.